Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, patient circuit bridge was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device did not cool in a timely manner. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
H11: complaints database analysis revealed no similar event since unit installation in 2020. Based on all the information collected, most likely the root cause of the reported event was a defective component included in the patient bridge, that led to a slow cooling. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration.

Event description:
See initial report.